Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU) states, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma and endoleak.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. Date unknown, 2018, follow-up CT (computed tomography) determined a proximal type I endoleak at the proximal sealing of trunk-ipsilateral leg component and stanford b dissection from the proximal trunk to just below the subclavian artery. On (B)(6) 2018, the patient underwent endovascular reintervention and an additional aortic extender component was implanted to extend coverage of the proximal trunk. Completion angiography showed the endoleak was resolved. The patient tolerated the procedure.